Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: for suggested event 1 (no air/water flow during procedure. (Exchange of device delayed the procedure 10 minutes.)) The root cause could not be determined. It is unlikely that, during the procedure, air/water flow stopped from the device having had no issue at the inspection prior to use. Although it was confirmed that there was a deformation of the nozzle tip, the deformation was unlikely to cause no air/water flow. For suggested event 2 (suction channel and biopsy channel was clogged by foreign material during procedure. (Exchange of device delayed the procedure 10 minutes.)) The root cause could not be determined. It is likely that the biopsy channel was clogged by suctioning solid matter or retrieving endo therapy accessory, such as a stent, during the procedure. Although brown foreign material was confirmed in the biopsy channel, it could not be identified. Detailed information on the lodged foreign material was not provided by the user. The instructions for use (IFU) includes the action to be taken for irregularity of device during procedure in ¿operation manual chapter 5 troubleshooting¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera duodenovideoscope, there was no air/water flow and the aspiration/biopsy channel was obstructed. The event occurred during the therapeutic procedure (endoscopic retrograde cholangiopancreatography-ercp) and was completed with a similar device. The device was checked prior to the procedure and manually flushed and disinfected without any issues. There was a procedural delay of about ten (10) minutes and no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material clogging the channel tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no air/water flow) was not confirmed, however, the allegation (the aspiration/biopsy channel obstructed) was confirmed due to clogging of the channel tube, the suction function did not work at all, and forceps could not be inserted. In addition to the foreign material clogging the channel tube, additional evaluation findings are as follows: the air/water cylinder and the suction cylinder were discolored, the play of the up/down knob is out of the standard value, the adhesive around the objective lens had a chip, the nozzle was deformed, and the distal end had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.